Manufacturer narrative:
The device was returned to a zoll medical approved supplier; the customer's report was observed and transducer flow screens were replaced. The device was recertified and returned to the customer. The transducer flow screens were returned to zoll medical united states; the customer's report was duplicated and attributed to debris/foreign substance inside the flow screens. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a"self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.